Manufacturer narrative:
Battery (was charged at an operating time of, 27:16:11 152x, whereby 13 charging cycles would have been sufficient) defective, replaced. Display disc (holding nose broken), replaced. Charger, contra-angle handpiece (B)(6) (2012), foot control (B)(6), micromotor smr1110629, motor cable no error could be detected after thorough inspection. Handpiece rest supplemented. Function test without error.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a silver reciproc motor was suddenly stopping during treatment; no injury resulted.